Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that a truetome 39 was being prepared for used in the papilla during a procedure to treat common bile duct stone to be performed on (B)(6) 2025. During preparation, the cutting wire was bent. The procedure was completed with another truetome 39. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results the returned truetome 44 was analyzed, and a visual inspection found that the cutting wire was kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire kinked was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by the used technique for the device manipulation, during its unpacking or during mandrel removal. The investigation findings and all information available concludes the most probable root cause is unintended use error caused or contributed to event.

Event description:
It was reported to boston scientific corporation that a truetome 39 was being prepared for used in the papilla during a procedure to treat common bile duct stone to be performed on (B)(6) 2025. During preparation, the cutting wire was bent. The procedure was completed with another truetome 39. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.